Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy, the devices ejected the clips. A like device was used to completed the case with no pt consequence.